Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports for 3 days in a row they have administered manual injections but their blood glucose level had bot decreased. Once at the hospital emergency room upon removal of their pod the cannula was found to be dislodged from the pod infusion site.. The patient was treated with intravenous fluids. The patient was in the hospital emergency room till 1 am the next morning.